Event description:
It was reported that pump displayed malfunction alarm with code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed that malfunction alarm did not recur after reset, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.